Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure error. Customer¿s blood glucose level was 115 mg/dl. Customer reported that this was the third occurrence of the error. Customer did failed the self-test. The device will not be returned for the analysis.